Event description:
The customer reported to vyaire medical that low ve (low minute ventilation) alarm occurred on vela ventilator. The issue occurred during patient use and the customer confirmed that another ventilator was provided. There was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device/component will not be returned for further evaluation. Therefore, no root cause could be determined. However, the customer performed xdcr tests, and passed. Performed xdcr calibrations and exhl diff press transducer failed at 3 cmh2o. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.